Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 1l plain fluids was infusing via a primary set. A leak occurred at a smartsite port where a separate texium primary set primed with folfox was connected. The folfox infusion had not yet been initiated. Although the patient's shirt was wet, there was no harm to the patient or nurse.

Manufacturer narrative:
The customer¿s report of fluid leakage from the attachment site of a texium-bonded IV set to the smartsite port of an additional set was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing was performed; no leaking was observed. The root cause of the customer¿s report was not identified.